Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle appeared dirty and "moldy" while still in the packaging. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd safetyglide¿ needle appeared dirty and "moldy" while still in the packaging. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
One open safety glide packaged needle was received and confirmed to be from batch #7212777 (p/n 305921). The sample was visually evaluated. The needle was found to have loose dark grey foreign matter on the edge of the needle shield. The foreign matter appears to be a mixture of grease and plastic fibers. The foreign matter is larger than level 3 in size which is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide needle appeared dirty and "moldy" while still in the packaging. There was no report of exposure, injury, or medical intervention noted.